Event description:
(B)(6). Dr (B)(6) office requires every patient to have their blood pressure taken. The cuffs they use are broken and have been broken for multiple years. They squeeze incredibly tight because it can't get accurate readings and the readings recorded are possibly inaccurate due to every reading never being the same. (B)(6) this was something everyone was ignoring but (B)(6) witnessed every single person (B)(6) the (B)(6) and (B)(6) and every single (B)(6) has ended with the (B)(6). Which the person speaking to (B)(6) then (B)(6). The people there have used their own money to make the (B)(6) but it should be the doctors job, a doctor (B)(6) also (B)(6), to pay for. Nearly every person going to dr (B)(6) has insurance paying (B)(6). (B)(6) could at least update all the medical items used to help patients. Perhaps (B)(6) takes precedence.